Event description:
Customer's doctor reported via phone, the insulin pump was damaged on the keypad. Doctor stated she will inform the customer to call to get a replacement pump. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.